Manufacturer narrative:
(B)(4). Medwatch (mw5078622). It is reported, from the user facility - risk management specialist, the tip of the device will remain in the patient.

Event description:
According to the medwatch (mw5078622) "pt undergoing mechanical thrombolysis of thrombosed upper extremity brachial artery to basilic artery to basilic vein hemodialysis fistula. Angioplasty high-grade subclavian and central basilic vein stenosis. Covered stent deployment across basilic vein stenosis and previously stented segment. The tip of the trerotola broke off and retained in the soft tissue adjacent to the basilic vein".

Manufacturer narrative:
(B)(4). Medwatch (mw5078622) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the medwatch (mw5078622) "pt undergoing mechanical thrombolysis of thrombosed upper extremity brachial artery to basilic artery to basilic vein hemodialysis fistula. Angioplasty high-grade subclavian and central basilic vein stenosis. Covered stent deployment across basilic vein stenosis and previously stented segment. The tip of the trerotola broke off and retained in the soft tissue adjacent to the basilic vein".